Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. (B)(4). The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device is producing "j" clips and scissored clips. The device also locked out. The device was on tissue and the device was removed by squeezing the trigger again and it released. The same device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.